Event description:
It was reported that the patient presented in the clinic for a follow up. Device interrogation revealed noise oversensing and failure to capture on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information notes that the physician elected to explant and replace the rv lead. The patient was in stable condition.